Event description:
It was reported "dilator from a triple lumen PICC kit shredded. Inconvenience - possible patient safety from possible damage to vein wall and chance of thrombus." It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refq2268 showed two other similar product complaint(s) from this lot number.